Event description:
It was reported that after the implant procedure was completed, the patients blood pressure began to decline. The physician suspected a cardiac tamponade and performed a pericardiocentesis. The patient remained hospitalized but later deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.

Manufacturer narrative:
(B)(4).